Event description:
The customer reported the ventilator went vent inop and alarmed. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem. The service technician also observed a diagnostic code in the ventilator log history that indicated there had been a detection of an oxygen valve stuck closed. The service technician replaced the oxygen motor controller board to correct the problem. Performance verification testing was performed and the ventilator passed per operating specifications.